Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the mid 300s (mg/dl). Reportedly, customer believed that the elevated bg levels may be due to a bad batch of insulin, the pump was not delivering insulin, or increasing insulin resistance. Customer adjusted their basal insulin rate settings, administered correction boluses, and changed their infusion site to treat the bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. During system check, customer saw insulin exit the tubing. Review of pump history revealed and incomplete temporary basal rate alert on (B)(6) 2016. Customer stated that they do not remember if they went in to the temporary basal rate menu. Recommendation was made to consult with health care provider to discuss diabetes management.